Event description:
During advancement of a coronary stent with delivery system to the target lesion site in pt's circumflex artery, physician elected to retract the sheath. Upon further advancement, stent became dislodged from the balloon catheter and embolized to the circumflex artery. The sds was wiithdrawn from pt without complication. The embolized stent was observed to be occluding the circumflex artery subsequently, and therefore, pt was sent for coronary artery bypass graft surgery. There were no add'l clinical sequelae reported relative to this event.